Event description:
Our entity utilizes nxstage solutions for our continuous renal replacement fluids. We utilize 0k/2k/ or 4k solutions depending on the pt's serum potassium level. The concern is that although the cardboard boxes that contain the solution have a different color label to highlight the differences in fluids, the bags themselves can be easily mistaken given lack of defining features. In essences, these are look alike medication. The concern is that the wrong crrt fluid could be hung and significantly affect a pt's electrolytes. What would be ideal is if the bags themselves could be color coded or improved identification of the varying potassium amounts. The different fluids (4k versus 2k). (B)(6). (B)(4).